Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and no additional event or device reprocessing information was reported or available. The event can be detected by following the instructions for use section below: -inspection of the instrument channel olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed. Additional evaluation findings are as follows: the bending section glue had cracks, the air/water supply was slow, and the scope connector cover name plate was missing. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an evis exera ii small intestinal videoscope, there were internal defects of the channel causing a blockage. There was no patient harm associated with the event.